Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the trunk cable was cut which severed the rear pulse wire inside the trunk cable. The cause of the non-functional te's is the severed pulse wire. The root cause of the severed wire is physical abuse. No adverse event resulted from the severed wire.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes (te) were non-functional.